Event description:
It was reported that the user¿s pump generated alert 38 indicating a consecutive motor stall that was not resolved after priming and rewinding, which occurred while the device was on outdated firmware; user education was provided to update firmware and perform a dry-run supply change, and a replacement device was shipped. Symptoms included interruption of insulin delivery with hyperglycemia of 401mg/dl. Outcomes included the need to discontinue use of the affected pump and arrange for device replacement. Investigation included technical review and user troubleshooting guidance. Investigation of this case revealed that firmware was outdated and that a supply-change dry run was recommended to clear the alert. It was concluded that the event was consistent with a motor stall leading to interrupted insulin delivery, addressed through firmware update instructions, troubleshooting, and device replacement.